Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a intermittent minimum fill notifications occurred after the customer filled multiple new cartridges with 200 units of insulin. Customer provided a blood glucose level of 86 mg/dl. Reportedly, a the customer resolved the issues by adding insulin to the cartridge and completing the load successfully.